Manufacturer narrative:
The glidescope titanium lopro t4 reusable laryngoscope was returned to verathon for evalaution. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. Upon visual inspection, the front camera lens was found to be melted. When connected to verathon's test equipment, it produced poor image quality. The customer's glidescope titanium lopro t4 failed verathon's device functionality testing. Following verathon's device evaluation, the customer was notified about verathon's evaluation findings including the lens damage identified. The melted front lens was determined to be likely caused by exposure to excess heat during reprocessing. In accordance with verathon's glidescope products reprocessing manual, the titanium blades are not validated for autoclave sterilization. The reprocessing manual contains a caution stating: "do not expose any system component to temperatures above 60°c (140°f), and do not use autoclaves or other heat sterilization systems, except as described in this manual. Exposure to excess heat causes permanent device damage." The t4 is also direct marked stating, "do not autoclave" on the handle. Furthermore, following reprocessing, the reprocessing manual states to examine the component to make sure it is not damaged and do not use the component if any damaged is identified. The glidescope video laryngoscopes operations and maintenance manual (omm) also notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.

Event description:
A customer reported that during an intubation, the image from the glidescope titanium lopro t4 reusable laryngoscope was dark and did not allow the anesthetist to complete the intubation of the patient. No use of a backup device, delay in procedure, or harm to the patient was reported.